Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the sag head assembly was worn and required replacement, which is the probable cause of the reported event.

Event description:
It was reported that at the user facility the device was overheating. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility the device was overheating. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis in progress.